Event description:
The customer reported that bellavista 1000 us has technical failure 401 "inspiration valve or device leaky". There was no patient involvement associated from this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles it shows error 316 & 401 triggering at the same time right after startup is completed; first instance occurred (B)(6) 2022 08:06:55; nt error #4 is visible at the same time. Tightness test failed, loss step not finished; screenshot shows that the blower with a 30% voltage and 100% speed, the current blower is 0.00a and the speed blower is 0 lpm; on the adc sensor screen the press blower is within range (81); blower temp fluctuated between 69.1 to 82.3 degrees; no alarm 241 present. No root cause has been determined because investigation still on-going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Device evaluation: device evaluation:most likely lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. Exact root cause under investigation with I-ch-21-024.